Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced eight infusion sets cannula kinked event on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 8. E1: patient city: (B)(6), patient country: united states.